Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. 1) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). 2) the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling ifus and ew training manuals do not instruct the operator how to position the sapien 3 valve in this scenario. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate procedural factors (detachment of the surgical mitral ring from native annulus) likely contributed to the reported pvl and subsequent explant of the mitral ring and sapien 3 valves. The training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during an off-label transfemoral mitral valve in valve (viv) procedure, post deployment of a 26mm sapien 3 valve in an existing surgical mitral ring, paravalvular leak / regurgitation (pvl) was observed. A second sapien 3 valve was deployed. The same pvl was observed. It was determined that the surgical ring had pulled away from the native mitral annulus. The procedure was completed, and the patient was transferred to the ICU. Additional information indicated, 2 or 3 days post viv, the patient was returned to surgery. The sapien 3 valves and mitral ring were explanted during a root replacement surgery. A surgical mitral valve was implanted. The patient was reported to doing well and has been discharged to home in stable condition.